Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on the unknown date. Customer¿s blood glucose level was unknown. Customer experienced nausea, vomiting, difficulty in breathing and frequent urination. The auto mode was off at the time off incidence. Customer did not remember that exact treatment provided in the hospital. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set